Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned device mechanism functioned as per surgical technique. In addition, the cannula track and it's distal tip are severely bent. The suture/implant construct involved in the complainant's event was not returned for evaluation therefore the event could not be verified. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. Tip bending is typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right acl with meniscal repair on a (B)(6) male patient the following occurred: after pushing 2nd implant through meniscus, surgeon squeezed the trigger and it became stuck. Trigger would not disengage and implant did not deploy. Surgeon try again to depress trigger and deploy with same result. Surgeon cut out the remaining sutures. The first implant remains in the patient behind the capsule. Another device (different manufacturer) was used to complete the case.